Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3889-28, lot# va18m4v, implanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported a loss or change of therapy. The caller stated the new guy that took over seemed to think she was going to have really good results. The patient stated that she was not really seeing results. The patient stated that when she got up in the morning to go to the bathroom or if she woke up at night, she had to take 5 steps to the bathroom, but she couldn't make it. The patient stated she had an accident. The patient noted she did not have any control when doing kegel exercises. The patient stated she had been doing a lot of reprogramming and changing setting. The patient stated she normally got pretty good results for several months when she got the device and then it gradually went back. The patient stated if she was just moving around or squatting she had leakage. The patient noted every little thing could cause it, she could be walking in a (B)(6) and she didn't have any urge she to pee she was just peeing. The patient noted she did not feel stimulation; the patient was on program 3 at 3.2 volts. The patient increased stimulation to 4.2 volts on program 3 and felt stimulation in the correct area. The patient noted issues began in (B)(6) through (B)(6) the patient noted that on (B)(6) she didn't even wake up; when she did wake up she had a small leakage. The patient noted she had to wear a big thick pad all the time. The patient noted she felt an almost shocking feeling when she was turning it up. The patient stated it was like the wire was too close to the skin, but near the crack. The patient added it was comfortable then turned it up one time. The patient stated at one time it was like some cattle prodded shocking her, so she backed it down. The patient noted this happened a month or two ago. Additional information from the patient on (B)(6) reported she was still having the same issues and in fact it may have gotten worse. The caller stated that she increased stimulation more on program 4, but it didn't help. The patient stated that she called the healthcare professional (hcp) to make an appointment and also requested that the manufacturer representative (rep) come. The patient stated that she was just peeing on herself and didn't feel the urge to urinate. The patient stated she doesn't really want to change from program 3 because she found that she found stimulation in a different location when the programs changes. There were no further complications that have been reported as a result of this event. The patient is implanted for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.